Event description:
The hcp reported that the patient was experiencing unspecified withdrawal symptoms after implant. The hcp is considering device troubleshooting. The catheter tip is believed to be epidural. The patient began to show signs of withdrawal as the oral baclofen was titrated down 1-2 weeks following implant. A catheter revision will be scheduled. A follow-up report will be sent if additional information becomes available.